Event description:
The facility representative reported an infusor pump with a condition of "pusher block does not push down easily". This condition did "not happen during use. The issues are obvious upon looking at pump". This condition occurred in the operating room/anesthesia department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infusor pump with a malfunction of "pusher block does not push down easily" was confirmed during device evaluation. The cause of the problem was not identified. The device was returned unrepaired.